Event description:
Reportedly, on october 6th, the vega r58 s/n (B)(6), lead was used during an implantation attempt procedure. The vega r58 lead was tried to be positioned in different ventricular positions obtaining high impedance > 2500 ohms before extending the helix and around 1800 ohms after extending the helix with a threshold of 3-4 v. Finally, the physician decided to implant another lead from abbott, with this lead a good measurements and values were obtained (impedance 761 ohms; threshold 0,7 v; sensing 10mv). The abbott lead was implanted and positioned at the same area where the vega r58 lead were tested.

Manufacturer narrative:
Summary of the investigation: as received the screw fixation was within the distal electrode profile. The fixation mechanism operated as specified. The electrical and mechanical measurements were within specifications, and the review of the quality documents indicated that the lead met all the requirements of the specification during inspections. A minor stretch of the o-coil was spotted at the connector sleeve, with some tension along the entire length of the lead. This damage could be occurred during the implantation attempt. This finding could not explain the electrical issues reported. The damage spotted on the silicone sealing ring could be attributed to a manufacturing issue. This finding is not related to the reported electrical issues. The lead (vega r58, s/n (B)(6) was release before the actions carried out to prevent the re-occurrence. It should be noted that the reported electrical issue may be attributable to external factors that are independent of the lead characteristics, such as lead tip position or patient physiology. Such factors are well-known potential complications associated to such implantable devices that are discussed in the device instructions-for-use and published literature. The root cause could not be determined by the investigation; however, based on the provided information a lead issue is not suspected to be related to the reported problem. For more details, please refer to the attached report analysis.

Event description:
Reportedly, on (B)(6), the vega r58, sn (B)(6), and the vega r58 sn (B)(6) leads were used during an implantation attempt procedure. Both vega r58 leads were tried to be positioned in different ventricular positions obtaining high impedance > 2500 ohms before extending the helix and around 1800 ohms after extending the helix with a threshold of 3-4 v. Finally the physician decided to implant an other lead from abbott, with this lead a good measurements and values were obtained (impedance 761 ohms; threshold 0,7 v; sensing 10mv). The abbott lead was implanted and positioned at the same area where the vega r58 lead were tested.